Manufacturer narrative:
Corrected information: device available for evaluation should be yes. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15058. Related manufacturer reference number: 2938836-2019-15276. It was reported that high out of range pacing impedance on the right ventricular lead and low out of range pacing impedance on the right atrial lead were observed. It was also noted that the device contributed to the impedance problem. The system was explanted.